Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump did not complete the rewind step.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a review of the pump black box data revealed no evidence of rewind issues. The pump was exercised for 24 hours and the rewind issue was not duplicated. The pump case was removed, and no evidence of moisture ingress or damage was found. There was no defect found during investigation.